Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed. Another device device was used to complete the case. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Eval summary: the analysis results for teh el5ml device found that it was returned with the cam broken. The instrument was returned partially cycled, with the jaws closed and one bypassed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. After releasing the jaws, the instrument fed and ejected the remaining clips due to the cam condition. In addition, the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.